Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump gave a motor error alarm during the rewind process. The customer stated that this was the second time it had occurred. The customer also stated that insulin had leaked from the reservoir. Nothing further was reported.